Event description:
The following information was obtained from the (B)(4) study - postmarket trial investigating immediate breast reconstruction with strattice followed by chest wall radiotherapy. It was reported to lifecell by clinical study investigator that (B)(6) year old female underwent unilateral (right breast) mastectomy with immediate breast reconstruction with strattice 8cm x 16cm and 390gms breast implant on (B)(6) 2014. Physician described delayed wound healing from (B)(6) 2014 until (B)(6) 2014 which was managed conservatively without surgery. Breast radiotherapy treatment then began from (B)(6) 2014. On (B)(6) 2014 (pod 152), patient presented with an area of localized wound dehiscence at the mastectomy scar with abundant flow of clear lymphatic drainage. There was no sign of warmth or inflammation. Prophylactic antibiotics begun on (B)(6) 2014. Washout with wound revision surgery took place on (B)(6) 2014 (pod 160) with some scar and small area of strattice excised to close skin; breast implant and strattice remains in place.

Manufacturer narrative:
(B)(4). Wound necrosis is a documented wound healing complication associated with implant-based breast reconstruction with or without the use of an adm (acellular dermal matrix). Multiple factors may contribute to wound healing complications including surgical technique, tissue quality (poorly vascularized tissue), thinness of mastectomy flaps and post operative wound management. Tissue necrosis is most commonly related to inadequate perfusion of breast tissue after mastectomy or after reconstruction and patient risk profile. The available evidence does not conclusively demonstrate that the use of strattice (or other adms) increases the risk of necrosis. It should be also noted that patient factors such chemotherapy/radiotherapy can directly affect a patient's ability to heal. This subject's ongoing wound healing issues could possibly have contributed to the subsequent removal of the breast implant and strattice. Although the pi assessed that radiotherapy was the cause of skin necrosis, the radiologist believed that wound healing issues were present prior to radiotherapy. This sae is being reported to FDA due to the surgical intervention and the investigator's assessment of the event relationship as related to the strattice.

Event description:
In june 2017, lifecell's patient safety operations reviewed information pertaining to all saes from the investigator initiated study conducted by prof. (B)(6) (study title: post market trial investigating immediate breast reconstruction with strattice followed by chest wall radiotherapy). This information was collected as part of development of a clinical evaluation report on strattice. During the sae reconciliation, it was identified that a second sae associated with wound healing issues belonged to subject 17. This second sae was initially reported to lifecell's iit trial management in december 2014. On further review, it was determined that sae#2 for subject 17 was inappropriately assessed as "not reportable." After further investigation and interviews with the study site and coordinator, lifecell's patient safety operations assessed that the sae#2 should have also been reported to FDA. (Note that sae#1 related to subject 17 was assessed correctly as reportable and was subsequently reported to FDA in nov 2014 under the combined initial/final report) the following is a complete narrative of subject 17's clinical experience: as reported in the previous combined initial/final mir (sae#1), subject 17 is a (B)(6) patient who underwent right breast reconstruction with strattice on (B)(6) 2014. Following the surgery, the subject had delayed wound healing between (B)(6) 2014 and (B)(6) 2014 which was treated conservatively. As her wound became stable, the subject underwent radiotherapy on (B)(6) 2014 which continued until (B)(6) 2014. On (B)(6) 2014, the subject reported to have wound dehiscence without infection which was treated with wound revision surgery and antibiotics (sae#1 reported to FDA). The breast implant and strattice were left in place at that time. New information was identified via further investigation and communication on 07jun2017 with site and coordinator regarding the subject's later course of wound healing issues. On (B)(6) 2014, the subject had an infection which was treated conservatively and resolved on (B)(6) 2014. The subject then reported to have wound dehiscence that started on (B)(6) 2014 (sae#2). On examination, wound healing showed a clear lymphatic flow at the inferior pole and 2 sites of prosthesis exposure. No infection/inflammation signs were observed. On (B)(6) 2014 follow up consultation, the subject reported to end her radiotherapy in (B)(6) 2014, after several wound healing problems. The skin did not manage to recover after iterative wound dressings. There was a chronic quasi-ischemia of the inferior skin flap and several necrotic holes. The subject was hospitalized on (B)(6) 2014. On (B)(6) 2014, the breast implant and strattice were removed, ischemic skin removed, and capsulotomy performed. Bilateral tram flap reconstruction was then performed due to right breast skin necrosis resulting from previous radiotherapy. On (B)(6) 2014 follow up consultation, excellent post-op viability of the tram flap was noted. The pi determined that the radiotherapy was the cause of skin necrosis; however the radiologist believed that wound healing issues were present prior to radiotherapy. The subject was discharged from the hospital on (B)(6) 2014. The investigator reported sae relationship with the device as related. The explanted strattice was not returned to lifecell for evaluation.

Manufacturer narrative:
The internal investigation into complaint related device included the following: - the product met acceptance criteria for qc release. The processing records indicate the lot was irradiated within process parameters. Dose audit for the sterilization process was acceptable for the lot. Results of bacterial endotoxins testing were acceptable. There were no ncr or deviations observed during batch record review related to the event reported. (B)(4). As per query of complaint management database, there was one other complaint (wound dehiscence, seroma and infection) reported to lifecell for lot # sp100048 which was evaluated as unlikely related to the device. Based on internal investigation into the reported lot (review of batch processing records for dose audit results, sterilization records) and the patient presenting with previous poor wound healing, clear lymphatic fluid drainage, no signs or symptoms of warmth or inflammation, and undergoing post-operative radiotherapy, the event is highly unlikely related to the strattice. Furthermore, the physician removed a small section of the device and left the rest intact with the breast implant. This is an anticipated event during breast reconstruction procedure. The event is being reported to FDA because the clinical study investigator assessed the event to be related to the strattice.